Event description:
A total hip arthroplasty was revised due to infection.

Manufacturer narrative:
Devices were not returned to MFR for eval. The device history record review provides assurance the part was accepted with conformance to the product requirements.